Manufacturer narrative:
Product complaint # (B)(4). Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. Information regarding patient weight, height, medical history, race, and ethnicity was not reported.

Event description:
This complaint is from a literature source. As reported in the literature publication entitled, ¿safety and long-term efficacy of stent-assisted coiling for the treatment of complex posterior cerebral artery aneurysms¿ a (B)(6) male patient with posterior cerebral artery aneurysm who underwent stent-assisted coil embolization experienced asymptomatic in-stent stenosis. Objective to evaluate the safety and long-term efficacy of stent-assisted coiling for the treatment of complex posterior cerebral artery (pca) aneurysms. Methods angiographic and clinical data of 23 patients harboring 23 complex pca aneurysms treated with stent-assisted coiling from march 2010 to march 2017 were retrospectively reviewed.